Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is flextronic. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd¿ sharps collector 19 gallon slide top was missing the lid. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: the actual product nor photo representation was provided. A review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing lids. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance reported for missing lids for the same part number. This lot was confirmed produced before an implementation of corrective actions which is a weight system that provides a weighted label for each final box before shipment. This has already been implemented for this product to ensure the correct quantity of pieces per box before shipping, but it was confirmed that this lot was manufactured before this corrective action implementation. For this reason, there was a probability that the error could occur since the lot number reported was manufactured by a manual counting method in the packaging process. Based on these findings, the root cause was inadequate manufacturing and a corrective action was already implemented.

Event description:
It was reported that bd¿ sharps collector 19 gallon slide top was missing the lid. No serious injury or medical intervention was reported.